Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from an unknown foreign healthcare professional regarding a patient with an octopolar lead. It was reported that there was a technical issue and that there was lead dislodgment. The event occurred during follow-up. Event management included lead relocation. The event did not result in hospitalization.

Manufacturer narrative:
The implant date of the other applicable component (the lead) has been updated to (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.